Event description:
Baxter field service technician serviced a colleague device for a damaged battery alarm. The process step was unknown and no patient injury is reported. Any report of patient involvement is unknown. The baxter field service technician repaired the device on site. As such, the device will not be returned to canadian technical services. During the product evaluation at baxter, it was discovered that a battery depleted set alarm occurred an interrupted delivery. There is no further complaint information available. The user interface module master software version is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The assignable cause was depleted main batteries. The main batteries and harness have been replaced. Additional information: the root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.